Event description:
It was reported that right atrial auto threshold (raat) test was suspected due to atrial fibrillation (af). It was noted that presenting electrogram (egm)s showed appropriate function with an atrial arrhythmia in progress, although recorded atrial tachycardia response (atr) electrogram (egm) showed some atrial undersensing. The device remains implanted. No adverse patient effects were reported.